Manufacturer narrative:
There is no record of the device lot or UDI, therefore a proper investigation could not be carried out.

Event description:
Rn was preparing to hang chemotherapy and the onguard (r) 2 cstd syringe adaptor on the end of the line failed, breaking off and exposing the needle. This was a desensitization, so the line was primed with drug creating a potential exposure risk. No chemo was noted to have spilled or dripped. The product was discarded as a sharp which contained chemotherapy. Patient not impacted. Staff not exposed.